Manufacturer narrative:
G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler system 3t displayed an error message associated to pump not starting (e05 code). The issue occurred during setup. There is no report of patient injury.